Manufacturer narrative:
Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as MDR# 2134265-2012-04684, 2134265-2012-04682 and 2134265-2012-04685. It was reported that during a stenting treatment procedure, chest pain and stent waisting occurred. In (B)(6) 2010, the patient presented with chest pain and unstable angina. Cardiac catheterization was recommended. The first target lesion was located in the distal right coronary artery (rca) and was pre-dilated using a 2.25 x 12 mm apex balloon. After pre-dilatation the subject continued to have chest pain. Subsequently the first target lesion was treated with placement of a 2.50 x 16 mm taxus liberte stent. Nitroglycerin was administered to improve pain. A second target lesion was located in the mid rca and treated with direct stent placement of a 3.00 x 12 mm taxus liberte stent. A third target lesion was located in the proximal rca and treated with direct stent placement of a 3.50 x 38 mm taxus liberte stent. Post placement of the stents, mild waisting of all stents was noted. The stent in the distal rca and stent in mid rca was post dilated using a 2.75 x 12 mm quantum balloon. The stent in proximal rca was post dilated using a 3.5 x 20 mm quantum balloon. Following post-dilatation residual stenosis was 0-10% and good flow was noted down the vessel. The patient was discharged the next day on aspirin and prasugrel.